Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative received a report from a site that while in a cranial procedure, their navigation system was power cycling. Replacement navigation system camera was requested. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated, not could any power cycling, camera communication, or instrument tracking issues over multiple hours. At this point the entire camera communication chain has been replaced, including I/o hub, scu serial cable, and usb from I/o to computer. On (B)(6)2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, performed several registrations, put things aside while in navigate and returned to see if a software freeze occurred. No issues. The medtronic representative inspected the camera cable and found no issues. The surgeon stated that the navigation system was unresponsive, as well as the software and mouse. We had to manually power-off. A navigation system re-boot resolved the issue and we continued and completed the procedure with the use of the navigation system. There was a 15-20 minute delay. Return requested. Replacement positioning sensor unit (psu) shipped to site. Medtronic investigation of suspect psu, returned on 07/06/2015, finds that the returned psu has many nicks and scratches. When connected to a known good system, the psu powered up and tracked normally. The psu was allowed to run uninterrupted overnight. There were no cycling events during this time. However, the psu failed an aak test at .42 mm. Physical damage to the psu. Electrical failure - failed diagnostic test. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Medtronic investigation of suspect surgeon lcd assembled cart, returned on 07/08/2015, finds that the returned system has several cosmetic defect areas including scratches, dings, scrapes on edges of cart. And front skins and display skins. Display image area of both monitors are good, no noted scratches. Lcd display cover separated at lower fold crease. Replace.display image is normal. All fully functional. No fault found. Medtronic investigation of suspect s7 staff assembled cart, returned on 07/07/2015, finds that while systematically inspecting this system, the following condition occurred: system was running normally and navigating. System was shut-down via software. When re-started the polaris spectra system control unit (scu) immediately went into an alarm state (internal scu alarm) and power light was not illuminated however the tool ports registered connection and scu was connecting to psu and computer. System was navigating in this state. Power cycling the scu at the scu would stop the alarm condition and would function and display led¿s lit correctly. Power cycling the scu only did not/would not repeat the condition. Fully powering down the entire system (hard or soft shutdowns) and then powering back on and the scu alarm condition is very repeatable (also noted at this time the scu power switch ¿feels¿ compromised, not rocking smoothly and or positively locking in position. Replacing the scu and repeating the above test steps and the fault condition did not recur. Running system for the last 72 hours did not result in any optical system communications dropouts (with original scu). Repeating extending run time monitoring with replacement scu installed. Previous fault condition is cleared and not repeatable. All other components in the optical navigation chain are functional/not compromised. System passed electrical safety testing, psu aak, optical pegboard and all functional checks. Electrical failure - scu audible alarm. Note: system has several cosmetic defect areas including scratches, dings, scrapes on edges of cart, and front skins and display skins. Display image area of both monitors are good, no noted scratches. Initial inspections included hdd and ram checks¿no faults. Return requested. Replacement camera shipped to site 07/08/2015. Medtronic investigation of suspect camera returned on 07/07/2015, finds that the returned unit will repeatedly get "stuck" in an alarm state when powered on in the system. Power cycling at the scu does not cause the fault. When in alarm mode, power light is out, however, unit is functioning/navigating with psu. This fault mode was repeated in another full s7 system. Failure - locks in alarm mode at power on. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Return requested. Replacement surgeon lcd cover shipped to site 07/08/2015. Medtronic investigation of suspect surgeon lcd cover, returned on 07/07/2015, finds that the returned cover has separated at the lower crease. Customer had taped it back together. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Supplier evaluation confirmed that the polaris spectra system control unit (scu) contributed to the event customer's description of failure has been verified. Unit had a faulty light caused by a shorted out component on the front panel board. As a result, the effected component requires replacement followed by applicable tests to ensure proper operation. The scu fault and the cable damage will be trended and monitored in a medtronic hardware anomaly tracking database. Part replacements resolved the reported issue. No further issues have been reported.